Event description:
Complainant alleged that while attempting to treat a male pt (age unknown) the device delivered 100 joules to the pt successfully, however upon an attempt to discharge at 150 joules, the device displayed a "pacer fault 117" message. The clinician decreased the energy to 120 joules and the device discharged successfully. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.